Manufacturer narrative:
The valve remains in the patient, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after release from the delivery catheter system (dcs), the valve dislodged into the ventricle and severe paravalvular leak (pvl) was noted. A non-medtronic valve was implanted and resolved the pvl. No additional adverse patient effects were reported.